Event description:
The surgeon reported experiencing two corneal burns on two patients while performing a phacoemulisification. The burns was detected at the conclusion of the surgeries during rehydration of the incisions. A single suture was required to close the wound. The surgeon reported that the cataract were dense and the phaco time was quite long.